Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2015-06050 and 2134265-2015-06052. It was reported that automatic pullback failure occurred. The target lesion was located along the left anterior descending (lad) artery. During a percutaneous coronary intervention (pci), an ilab ultrasound imaging system was used in conjunction with an opticross imaging catheter and a sled. It was noted that the auto pullback was in recording mode; however, halfway through the recording, the pullback stopped and the image turned blank. The physician disconnected and reconnected the opticross maging catheter. After checking all the connection, the pullback began to work again. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for evaluation. Evaluation of the returned device revealed that the catheter flushed normally when the imaging core was fully retracted and advanced. The catheter was able to properly pull back manually and automatically. Impedance testing shows a good unit wave form. During image characterization testing, a good square image appeared in the ilab system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as: 2134265-2015-06050 and 2134265-2015-06052. It was reported that automatic pullback failure occurred. The target lesion was located along the left anterior descending (lad) artery. During a percutaneous coronary intervention (pci), an ilab ultrasound imaging system was used in conjunction with an opticross imaging catheter and a sled. It was noted that the auto pullback was in recording mode; however, halfway through the recording, the pullback stopped and the image turned blank. The physician disconnected and reconnected the opticross imaging catheter. After checking all the connection, the pullback began to work again. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.